Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 750cc, right: 700cc) and suffered several unexplained systemic symptoms, including sclerosis (2016), fibromyalgia, migraines, vertigo, skin rashes, lumps on her left wrist, pain (unspecified), fatigue, blood transfusion, physical therapy (the patient is difficult time with movement), decreased eye sight, ibs, trouble swallowing, lose voice often, depression, anxiety, suicidal thought, anemia, vitamin d12 deficiency, and hard to breath (feels heavy on her chests). No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient stated that her symptoms started approximately one year after the implantation surgery. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2014 based on available information. This report is for the left-sided prosthesis.